Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous de novo lilac artery that is 80% stenosed. The 8.0x39mm omnilink elite balloon expandable stent system was advanced; however, when attempting to deploy the stent did not open. Another 8.0x59mm omnilink stent was used to successfully complete the procedure. There were no adverse patients reported and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported activation failure including expansion failures could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.